Manufacturer narrative:
Mml # (B)(4). Other device explanted: model: 5100, description: reactiv8 implantable pulse generator, serial number: (B)(6), UDI #: (B)(4).

Event description:
It was reported that the patient attended a programming review, which found that both stimulation leads were out of range/high-impedance failures. The patient had no further back pain, and the implanting doctor decided to explant the device. The implantable pulse generator (ipg) and lead were removed without complications. No part is expected to be returned. The post-implant imaging revealed that the out-of-range impedance was caused by an improper implant technique.

Event description:
It was reported that the patient attended a programming review, which found that both stimulation leads were out of range/high-impedance failures. The patient had no further back pain, and the implanting doctor decided to explant the device. The implantable pulse generator (ipg) and lead were removed without complications. No part is expected to be returned. The post-implant imaging revealed that the out-of-range impedance was caused by an improper implant technique.

Manufacturer narrative:
Mml # (B)(6). Other device explanted: model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI #: (B)(4). Patient's age and gender added. The device history record was reviewed. No relevant nonconformances were found.